Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse has two arctic sun devices, but they were unable to get either one to work. One gives a boot media message, and one primed and stopped. New pads in use. Advised they could not troubleshoot the first device. It would need to go to biomed. There was a lot of activity and background noise, but they attempted to troubleshoot the flow rate on the other device. System hours were 5318, pump hours were 4568, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried to disconnect and reconnect pads using proper technique. Then got a reservoir empty alarm (05). Device would not fill when they tried. They would go to emergency room (ER) and get their device. They will call back if they continue to have issues. Patient began actively seizing and coding during the call. Nurse had to end call abruptly and would disconnect use of device and use ice packs if needed. Follow up on case (B)(4). Nurse obtained device from ER and was getting flow rate issues with this device as well. Guided to diagnostics showed that the system hours were 3468, pump hours were 3080, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Nurse had to end call abruptly and states would send all of these devices to biomed and use an alternative means of cooling the patient for now.

Event description:
It was reported that the intensive care unit (ICU) nurse has two arctic sun devices, but they were unable to get either one to work. One gives a boot media message, and one primed and stopped. New pads in use. Advised they could not troubleshoot the first device. It would need to go to biomed. There was a lot of activity and background noise, but they attempted to troubleshoot the flow rate on the other device. System hours were 5318, pump hours were 4568, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried to disconnect and reconnect pads using proper technique. Then got a reservoir empty alarm (05). Device would not fill when they tried. They would go to emergency room (ER) and get their device. They will call back if they continue to have issues. Patient began actively seizing and coding during the call. Nurse had to end call abruptly and would disconnect use of device and use ice packs if needed. Follow up on case (B)(4). Nurse obtained device from ER and was getting flow rate issues with this device as well. Guided to diagnostics showed that the system hours were 3468, pump hours were 3080, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Nurse had to end call abruptly and states would send all of these devices to biomed and use an alternative means of cooling the patient for now. Per follow up information received via task on 19may2025, spoke with charge nurse who stated they were not on that shift where the issues occurred but came in on the shift after. There had been 3 devices sitting in the hallway and a device was being received from the emergency room (ER) for patient set up. A biomed had later come to pick up the devices. (B)(4). Per follow up information received via task on 20may2025, spoke with them who provided the sns: (B)(6). They could not confirm what was wrong with each one at this time but stated at least one of them had already shipped out for repair to the depot and another had a control panel replacement onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the intensive care unit (ICU) nurse has two arctic sun devices, but they were unable to get either one to work. One gives a boot media message, and one primed and stopped. New pads in use. Advised they could not troubleshoot the first device. It would need to go to biomed. There was a lot of activity and background noise, but they attempted to troubleshoot the flow rate on the other device. System hours were 5318, pump hours were 4568, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried to disconnect and reconnect pads using proper technique. Then got a reservoir empty alarm (05). Device would not fill when they tried. They would go to emergency room (ER) and get their device. They will call back if they continue to have issues. Patient began actively seizing and coding during the call. Nurse had to end call abruptly and would disconnect use of device and use ice packs if needed. Follow up on case 028522. Nurse obtained device from ER and was getting flow rate issues with this device as well. Guided to diagnostics showed that the system hours were 3468, pump hours were 3080, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Nurse had to end call abruptly and states would send all of these devices to biomed and use an alternative means of cooling the patient for now. Per follow up information received via task on 19may2025, spoke with charge nurse who stated they were not on that shift where the issues occurred but came in on the shift after. There had been 3 devices sitting in the hallway and a device was being received from the emergency room (ER) for patient set up. A biomed had later come to pick up the devices. Aarthika21may2025. Per follow up information received via task on 20may2025, spoke with them who provided the sns: 1638, 1644, and 2569. They could not confirm what was wrong with each one at this time but stated at least one of them had already shipped out for repair to the depot and another had a control panel replacement onsite.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. New pads in use. There was a lot of activity and background noise, but they attempted to troubleshoot the flow rate on the other device. System hours were 5318, pump hours were 4568, inlet pressure (ip) was -0.6psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Tried to disconnect and reconnect pads using proper technique. Then got a reservoir empty alarm (05). Device would not fill when they tried. They would go to emergency room (ER) and get their device. They will call back if they continue to have issues. Follow up on case 028522. Nurse obtained device from ER and was getting flow rate issues with this device as well. Guided to diagnostics showed that the system hours were 3468, pump hours were 3080, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Nurse had to end call abruptly and states would send all of these devices to biomed and use an alternative means of cooling the patient for now. Per follow up information received via task on 19may2025, spoke with charge nurse who stated they were not on that shift where the issues occurred but came in on the shift after. There had been 3 devices sitting in the hallway and a device was being received from the emergency room (ER) for patient set up. A biomed had later come to pick up the devices. Aarthika21may2025. Per follow up information received via task on 20may2025, spoke with them who provided the sns: 1638, 1644, and 2569. They could not confirm what was wrong with each one at this time but stated at least one of them had already shipped out for repair to the depot and another had a control panel replacement onsite. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use under were reviewed and are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.